Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left cephalic vein. A 3.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3-15 small peripheral cutting balloon (spcb). No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation lumen. Inspection under magnification revealed a 12 mm tear in the balloon material on the distal end of the balloon. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found in the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left cephalic vein. A 3.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3-15 small peripheral cutting balloon (spcb). No patient complications were reported and the patient's status was good.